Manufacturer narrative:
Case # (B)(4)- unidentified underlying patient condition could contribute capsular tear. It is recommended that the option to change the category and prior to proceeding with case be reviewed with the user. Findings were reviewed with the doctor on changes to the category categorization.

Event description:
On (B)(6) 2025, while cas was onsite, doctor (B)(6) elected to continue with category 1. Poor fragmentation during procedure ID # (B)(6) and took a lot of phaco to remove. A capsule tear was noted due to sharp edges on a hard lens.